Manufacturer narrative:
The customer's product has been requested back for an investigation.

Event description:
Customer reports receiving an inaccurately low reading. In blood glucose tests, customer received a reading of 104 mg/dl compared to a laboratory result of 270 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.